Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the flexvision screen was stuck on, which prevented the system from being used. The system log file was checked, and troubleshooting found an issue with the flexvision pc. Upon troubleshooting, the fse found that the issue came from the broken flexviewing pc and the hard disk. The faulty flexviewing pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexviewing pc and identified no video from graphics processing unit (gpu). Following the replacement of the flexviewing pc and the hard disk by the fse, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.